Event description:
Event description guidant received information that the patient with this pacemaker passed out in the bathroom and fell into the tub. She is now hospitalized and the nurse said that her pacemaker was not firing right. It has been implanted greater than 54 months.